Event description:
Reporter indicated that patient underwent vns therapy system explant due to infection. Both the lead and generator were explanted. The infection reportedly resolved and the patient has been reimplanted. Report is incomplete because treating neurologist only partially responded to manufacturer's request for additional information.